Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 537 mg/dl between 24 and 36 hours of wearing the pod. The patient¿s mother reported that their bg levels were not lowering resulting in removing and discarding the pod. The mother could not confirm if the pink slide did move forward and if the cannula inserted into their hip/buttocks, which may indicate a needle mechanism failure. The mother did state that upon removal of the pod the cannula appeared normal.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to confirm or determine the root cause for the reported issue of a potential needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.1. Hardware: iphone14.7. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.